Event description:
It was reported that event log files were submitted for review. The event log files captured a left ventricular assist device (lvad) off event on (B)(6) 2024 at 19:06 as well as lvad internal faults. The patient was asymptomatic at the time of the pump stop and during troubleshooting. The cause of the events was not determined. The pump was neither turned off or restarted. It was noted that pump power was in the 20 to 21 watts range. It was recommended to power cycle the pump. The patient underwent a computed tomography (CT) to determine if the outflow graft was occluded and angiograms to determine if blood was going through the pump. The patient underwent a pump exchange on (B)(6) 2024 due to the device related pump stop issue. The patient was recovering from the pump exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. Section e2: corrected. Manufacturer's investigation conclusion: the evaluation of (B)(6) confirmed damage to the internal motor circuitry that would have caused the reported pump stop. However, the root cause of the damage could not be determined. The submitted controller event log file captured a persistent pump stop event associated with lvad off, low flow, and lvad internal fault alarms. The onset of the pump stop was overwritten by newer events. The captured data indicated there were repeated attempts by the lvad to restart. At the time of these events, motor power was elevated with values up to 21.1 watts (w). The observed lvad internal fault alarms were associated with eeprom communication error fault flags. Heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), was returned assembled with the pump cable severed approximately 6¿¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The outflow graft and the outflow graft bend relief were not returned. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Further inspection of the rotor and rotor well revealed scratches along the base of the rotor with matching scratches along the wall and base of the rotor well. The observed scratches appeared consistent with the pump attempting to restart. (B)(6) was connected to a mock loop for functional testing but was unable to start. Data recorded during testing showed similar behavior to what was captured in the submitted log files. The log files retrieved from the returned pump showed that the eeprom communication fault was no longer present, but no data has been recorded during the events on 30apr2024 due to the fault. Log file data recorded during lab testing indicated that one of the levitation phases of the motor was no longer functioning, indicating that a component of the internal circuitry had become damaged. However, all the data recorded prior to the pump stop event on 30apr2024 showed the pump operating as intended. The motor was forwarded to abbott zurich for further investigation. Non-invasive investigation of the motor found that there was higher than normal power consumption when the motor was powered externally. Phase current circuitry tests revealed issues with one of the levitation phases and ones of the drive phases. Thermal imaging identified hotspots on several components and additional signal testing indicated there were damaged modules of the microprocessor for affected levitation and drive phases of the motor. The motor investigation concluded there were short circuits in both the microprocessor and mosfet driver circuits. It is suspected that the mosfet driveline likely became damaged first, leading to the subsequent damage to the microprocessor. However, the initial cause of the mosfet driver damage could not be determined. The relevant sections of the device history records were reviewed and showed no deviations from mfg or qa specifications. Heartmate 3 lvas IFU rev. C contains information on all system controller alarms and how to resolve them. The alarms and troubleshooting section of hm3 lvas patient handbook rev. D provides a list of alarms, and the proper actions associated with them. The handling emergencies section lists examples of emergencies and what actions to take. No further information was provided. The manufacturer is closing the file on this event.